Manufacturer narrative:
Drain #2 - it was reported that a clinician was performing a bedside procedure for a post-op patient with a drain that slipped out after having drains sutured in place intraoperatively. The patient underwent a liposuction and breast lift procedure and had drains placed post-surgery in the left and the right abdomen. According to the report, after approximately 1-2 hours, the patient stood up post op and the drains slipped from position almost immediately leaving approximately 1-2 inches of drain still in the patient. The clinician was able to give the patient lidocaine locally and the drains were slid back up into the surgical site. After the drains were reinserted no additional incidents were noted. The patient is now recovering as expected. No sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a drain that slipped out after having drains sutured in place intraoperatively requiring the drain to be reinserted.